Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 208 mg/dl. The customer stated that she was also being treated for hypertension. The customer declined to perform troubleshooting because she stated her diabetes educator has ruled out the insulin pump as the cause of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.